Manufacturer narrative:
Updated fields: h7, h9.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to regional repair center for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device is broken, the fiber bonding in the outer tube area is damaged and the image is green. Based on the results of the investigation, the image was green due to the charged coupled device being broken, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope experienced green image and white balance is not possible. This issue was identified during inspection for use. There were no reports of patient harm.